Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the malfunction was caused by bad cable unit connector pins. However, a definitive root cause could not be established. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during the cleaning process in the sterilized processing department, the subject device did not turn on when plugged into the processor, and nothing was displayed on the screen. There was no patient involvement.